Event description:
Information was received indicating that the balloon of this tracheostomy tube would not inflate properly. The tracheostomy tube was removed and replaced. No additional adverse patient effects were reported.